Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. The support arms was identified defective. The part was returned to manufacturer for technical investigation and issue was confirmed. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).